Manufacturer narrative:
The root cause of the reported issue was determined to be a failed main keypad.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the on button was not pressing consistently. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's main keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the on button was not pressing consistently. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.